Event description:
It was reported that this right atrial lead was found dislodged during a coronary artery bypass graft procedure. It was confirmed with a device interrogation and chest x-ray media. Days later the lead was revised and repositioned without further complication. No additional adverse patient effects were reported.